Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during basal delivery. The customer's blood glucose (bg) level was 180 mg/dl. The customer resumed insulin delivery and delivered a correction bolus via the pump to address the bg level. Tandem technical support had the customer perform a system check and the occlusion appeared to possibly be within the cartridge. Reportedly, the customer had used humalog insulin in the cartridge for 3 days.